Event description:
It was reported that a (B)(6) female patient (approximately 55 kgs) underwent a paroxysmal supraventricular tachycardia ablation procedure with a navistar¿ electrophysiology catheter and suffered a heart block requiring surgical intervention and prolonged hospitalization. It was reported that when the ablation was conducted, the atrioventricular (av) interval was prolonged, resulting in complete atrioventricular block (avb). The physician commented that it was not related to the product. The complaint product will not be returned for analysis. The physician¿s opinion on the cause of this adverse event is that it was the procedure and not related with the bwi product. Medical intervention provided was the insertion of a pacemaker. It was reported that the av block improved in the follow-up after completion of the procedure. The patient outcome of the adverse event was reported as improved. The patient required extended hospitalization of about three days due of the adverse event, for follow-up. No relevant tests/laboratory data or other relevant history were reported. A smartablate generator was used.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30651141m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).